Event description:
A (B)(6) old male pt, contacted zoll customer support to report that his monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. Upon evaluation, the monitor would not power on. The monitor passed the flashed test and power cycled three times before receiving service code 205 - av messaging data corrupt. The monitor would no longer power on. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.